Event description:
Report received of multiple undocumented incidences of shut-off valves "sticking' to the sidewall of the solusets. The solusets are used in the cardiovascular recovery unit and cardiovascular ICU for various medication infusion. The sets are used on peripheral and central line access sites and medication is infused by gravity. There have been no incidents of air reaching the patient access sites. There have been no reported adverse patient events. Though requested, no further information was received.